Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
It was reported that a patient underwent a revision surgery for instability/dislocation. The implanted reversed tray and reversed insert were removed. Stem, baseplate and glenosphere remained from previous surgery. No further patient complications have been reported for this patient.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.